Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to seat the connector flush against the ilet, including after attempting multiple connectors and cartridges, and the issue persisted despite dry-run priming and rewinds during troubleshooting; education was provided that removing the cartridge without first rewinding could have displaced the piston, and a replacement device was arranged. Symptoms included no reported changes in blood glucose. Outcomes included transition to backup therapy and no alerts or alarms. Investigation included remote troubleshooting and user education regarding correct rewind and cartridge removal procedures. Investigation of the returned device revealed an improper piston position that prevented proper connector engagement, affecting the connector and cartridge interface.